Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 49 mg/dl. Cause was not known. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond. Customer consumed carbohydrates to address bg. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.